Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead impedance had risen to an undefined range. Pacing thresholds were also reported to have risen. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the data indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. Analysis of the data indicated the impedance trend of the left ventricular pacing lead was rising. Analysis of the data indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.